Manufacturer narrative:
Follow-up #1: date of submission 10/10/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/17/2016 with the following findings: there was moisture observed underneath the display lens. The audio bolus button cover was missing. The pump failed a leak test due to the missing audio bolus button cover. All of the keypad buttons were normally responsive. No contamination was found underneath the button contacts. Moisture was found on the internal components of the pump. The battery compartment was cracked. The display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the keypad buttons were under responsive and there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.